Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and blank display as well as beeping a lot.. The customer¿s blood glucose was 265 mg/dl and treated it with insulin pump. Troubleshooting steps were provided for critical pump error and blank display. Display did not returned after troubleshooting the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify critical pump error alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.